Manufacturer narrative:
Product event summary: analysis confirmed the programmer powers up with a system error; mpu (microprocessor unit) printed circuit board assembly found out of electrical specification. Analysis also found the stylus is missing and tab on power cord bay is bent.

Event description:
It was reported there was a system error. It was also reported the programmer could not be turned on and showed serious programmer problem with many numbers. The programmer was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.